Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000443, serial/lot #: (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. It was found that the image acquisition system (ias) pendant displayed standalone mode constantly. The rep replaced the umbilical cable, thus resolving the failure. The system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was going to take the first spin for the case, but the system wouldn¿t communicate and would boot up to standalone mode. The medtronic representative (rep) who was present tried rebooting the systems, reseating the umbilical cable, and checking the status of the dongle. The site opted to abort use of medtronic imaging, and they aborted navigation as well. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the umbilical cable. The reported complaint was confirmed through visual/physical examination and performance testing. The cable failed the bench test. Open connections were found on line 1 and 2 during testing. It was determined that there was an electrical failure with the umbilical cable. FDA evaluation codes 10, 120, and 4307 apply to the analysis completed for the umbilical cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.